Manufacturer narrative:
(B)(4). We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Boston scientific received information that the patient implanted with this right atrial had not been seen since implant. It was noted there was no capture at maximum outputs and no sensing down to 025mv. It was determined the lead had dislodged. The patient had appropriate atrial tachy response episodes stored for atrial fibrillation and was asymptomatic due to the atrial loss of capture. The device was reprogrammed to vvi 40 and the patient will be seen for follow-up at a later date. Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.